Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine battery change, the physician noticed insulation erosion near proximal end of lead down to metal wires of lead. No impedance changes had been observed during device interrogation prior to procedure. The lead was capped and replaced on (B)(6) 2020 during the same procedure as the battery change without incident. The patient was discharged post procedure.